Event description:
Received report that a leak occurred at the connections of an extension set. The milrinone infusion had been running for a few hours. The extension set was added to the infusion due to multiple (approx 15) continuous infusions. There was no report of pt harm and medical intervention was not required. Although requested, no further pt or event info was provided.

Manufacturer narrative:
(B)(4). Visual inspection of returned set had medication covering the syringe and extension sets because they were connected to a syringe of milrinone which was not clamped off during transport. There was no evidence of a leak during the visual inspection, no cracks, tears, crazing or other anomalies on the tubing or any of its components. Functional testing was performed without manipulating any of the connections, the sets and syringe were installed on an alaris syringe pump. After several minutes, a leak was observed at the attachment between the male and female luer. The set was detached and reattached with just enough force to secure the female luer to the male luer. The set was reinstalled on the syringe pump and after several minutes, no leak was observed. Microscopic examination of the male and female connection luers showed no anomalies. The customer's report of leaking was confirmed. The root cause of the customer's leak was an unsecure connection. Attaching the sets securely eradicated the leak.